Manufacturer narrative:
The field tech investigated the device and found the effluent scale was not working properly. The effluent scale was replaced, calibrated and verified. The tech ran a simulated run and verified operation of the machine. Further investigation will be conducted by the MFR.